Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Device stapled and cut part way. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Manual override was used to open the jaws and remove from the patient. If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Additional information was requested, and the following was obtained: 1. Is the current patient status known? Patient is currently discharged and doing fine. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequences or changes in post-op care. 3. Was the firing sequence started but not completed? If yes: yes. 4. Did the device deliver any staples? Yes. 5. If yes, were the staples formed properly? Yes. 6. If yes, was the staple line complete? Where it deployed staples it was complete. 7. Did the device cut? Yes. 8. If yes, was the cut line complete? Not all the way to the end. 9. If yes, was there any issue with the cut line? 10. Was there any difficulty opening the device jaws? Yes ¿ manual override was used to open. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when trying to fire the device it would cut on/off (possibly due to a bad battery). They got a new device to complete the case without patient harm.